Manufacturer narrative:
Examination of the returned screwdriver confirmed tip breakage. The cause of the breakage cannot be positively determined. However, events of this nature are typically due to material fatigue related to force applied to the device over time and/or the application of atypical force upon the instrument during final screw tightening. At this time, the complaint is considered to be closed.

Event description:
Contact reports the tip of the screwdriver broke off in the head of a pedicle screw during insertion. The broken tip could not be removed and remains in the head of the implanted screw. As an unintended piece of the instrument remains in the patient, a medwatch report is being submitted to document this event.